Manufacturer narrative:
(B)(4). Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised force sensor system excessive no delivery alarm and charge battery anomaly due to buttons not responding.

Event description:
Information received by medtronic indicated that the insulin pump received low battery even after recent battery changed. Customer did all possible troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.